Event description:
It was reported that the patient underwent a revision procedure 10 years and 9 months post implantation due to dislocation. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(6) item name 28mm i.d. With constraining ring cemented constrained liner use with 50mm o.d. Shell / do not use with skirted heads lot # 62257974. (B)(6) item name femoral head sterile product do not resterilize 12/14 taper lot # 62443497. (B)(6) item name palacos r + g (1x40) lot # 77804354. G2: foreign: australia. Visual examination of the provided pictures identified the explanted constrained liner and head, covered in bio-debris. The head and liner are still assembled. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided for the cup. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip arthroplasty dislocation including the constraining ring as noted. Elevated acetabular cup abduction angle which could contribute to dislocation. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.